Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed and was not open to recover. A field service engineer (fse) found that drawer 5 on the main unit would not open. Then opened the back panel, inspected the drawer, and discovered that the open or close sensor was loose. The sensor was secured, and the drawer was recovered. The customer tested the drawer and was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 would not open for recovery. The customer had attempted a reboot and a recovery with no success. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.